Event description:
It was reported that during a surgical procedure it was noticed that in the package of the lead component, the spring wire appeared to have slipped out of place and was laying up on the edge of the inner package when the tyvek cover was sealed in place. The lead was set aside and not used. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead packaging found that the lead was packaged incorrectly, resulting in the lid to not have a proper seal. The product stuck out of packaging where there was no adhesive. Seal was intact along the rest of the packaging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).